Event description:
It is reported that a customer called to receive assistance on reprograming their insulin pump. The patient's blood glucose level was at 105 mg/dl. The customer was provided assistance with the issue and the insulin pump works as designed. The customer had complained of low blood glucose at nights prior to the phone call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.